Manufacturer narrative:
UDI #: (B)(4). Field service specialist visited the account and performed side cut retrace procedure. He found that centration was not staying centered. He installed galvos and related hardware, driver printed circuit boards, micro d support kit. Tested galvos, aligned through 6 times. Checked centration, sidecut retrace. Verified energies and checked gel. System meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported observing side cut tags/slivers occurring and asked that the system be checked out. He mentions all cases completed successfully. During applications support manager support visit a patient presented with the slivers. Patient had successful and routine intralase flap creation, excimer ablation and flap repositioning in both eyes. Surgeon removed slivers of unknown identity along the edge of the flap. There wasn't any missing epithelium or sidecut area in both eyes. Surgeon mentioned that this has happened randomly in the past as well without patient harm but thought it was normal. Unable to acquire other patient data from the past. It was reported there was no patient harm or loss of best corrected visual acuity.